Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, this right atrial (ra) lead was observed to have dislodged. The lead was unable to be repositioned and was surgically abandoned. A new ra lead was successfully implanted without incident. No adverse patient effects were reported.